Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the lead was returned stuck inside the introducer. Alcohol was used to loosen blood found in the introducer and was able to remove the lead. (B)(4).

Event description:
It was reported that during an attempted implant, the physician was unable to pull or push the right ventricular (rv) lead in the rv due to a clot in the sheath. Additionally, the proximal portion of the shocking coil became stuck within the tip of the lead. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.